Event description:
Customer reported a hospitalization for high blood glucose and diabetic ketoacidosis. The blood glucose reading was 475 mg/dl. Customer reported that the primary health provider info him that the insulin pump had failed. Customer was not in an accident. The blood glucose reading at the time of the report was 154 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.